Event description:
Pt reported that for the past month he has been experiencing 04 (occlusion) alarms. The pt reported replacing the piston rod, adapter and batteries, but continued to receive the same alarm. The pt indicated that his blood glucose increased from below 150 mg/dl to the 300-400 mg/dl range. No symptoms of the elevated blood glucose were provided. The pt reported that the elevated blood glucose caused him to return to insulin injections. Product has been requested to be returned for evaluation.